Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a fluid line open alert01) on s/n (B)(6) arctic sun device. They had tried disconnecting and reconnecting the pads without success. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. Had nurse stop therapy and empty pads. Empty pad cycle did not complete. Disconnected pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -8.9psi, circulation pump command (cpc) was 28 percentage, cv was 0. Asked nurse to send device to biomed labeled no flow. Follow up on case (B)(4). They have changed out the device and the pads and were still unable to get any flow rate (fr). Device primed and stopped. Device not running. Had disconnected and reconnected pads using proper technique and try to start therapy again. Guided to diagnostics showed that the system hours were 2655, pump hours were 671, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 97 percentage, flow rate (fr) was 0lpm. Advised this device should go to biomed as it was possible the flow meter has failed. Tried the device from earlier since they have new pads just to see if it might work now. Inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They would send both devices to biomed and attempt to locate another device from another department. Advised to call back if they borrow from nicu/picu as settings would need to be adjusted for adult patient.

Event description:
It was reported that they were getting a fluid line open alert01) on s/n: (B)(6) arctic sun device. They had tried disconnecting and reconnecting the pads without success. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. Had nurse stop therapy and empty pads. Empty pad cycle did not complete. Disconnected pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -8.9psi, circulation pump command (cpc) was 28 percentage, cv was 0. Asked nurse to send device to biomed labeled no flow. Follow up on case (B)(4). They have changed out the device and the pads and were still unable to get any flow rate (fr). Device primed and stopped. Device not running. Had disconnected and reconnected pads using proper technique and try to start therapy again. Guided to diagnostics showed that the system hours were 2655, pump hours were 671, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 97 percentage, flow rate (fr) was 0lpm. Advised this device should go to biomed as it was possible the flow meter has failed. Tried the device from earlier since they have new pads just to see if it might work now. Inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They would send both devices to biomed and attempt to locate another device from another department. Advised to call back if they borrow from nicu/picu as settings would need to be adjusted for adult patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Circulation pump command (cpc) was 100 percentage. Had nurse stop therapy and empty pads. Empty pad cycle did not complete. Disconnected pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -8.9psi, circulation pump command (cpc) was 28 percentage, cv was 0. Asked nurse to send device to biomed labeled no flow. Biomed received device with "fdl open alert". Troubleshot with biomed, had biomed run the device in manual mode in bypass, we got fr 1.5lpm ip -6.9 cp 40% , then connected a shunt line and got 3.6lpm ip -7.0 and 86% for cp command, the reported issue couldn't be duplicated, biomed will completed the rest of the functional check heat/cool and return it to the floor. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a fluid line open alert01) on s/n (B)(6) arctic sun device. They had tried disconnecting and reconnecting the pads without success. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. Had nurse stop therapy and empty pads. Empty pad cycle did not complete. Disconnected pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -8.9psi, circulation pump command (cpc) was 28 percentage, cv was 0. Asked nurse to send device to biomed labeled no flow. Follow up on case 025151. They have changed out the device and the pads and were still unable to get any flow rate (fr). Device primed and stopped. Device not running. Had disconnected and reconnected pads using proper technique and try to start therapy again. Guided to diagnostics showed that the system hours were 2655, pump hours were 671, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 97 percentage, flow rate (fr) was 0lpm (B)(4). Advised this device should go to biomed as it was possible the flow meter has failed. Tried the device from earlier since they have new pads just to see if it might work now. Inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They would send both devices to biomed and attempt to locate another device from another department. Advised to call back if they borrow from nicu/picu as settings would need to be adjusted for adult patient. Per follow up information received via task on 01may2025. Biomed received device with "fdl open alert". Troubleshot with biomed, had run the device in manual mode in bypass, got flow rate (fr) was 1.5lpm, inlet pressure (ip) was -6.9, circulation pump command (cpc) was 40 percentage , then connected a shunt line and got flow rate (fr) was 3.6lpm, inlet pressure (ip) was -7.0 and 86 percentage for circulation pump command (cpc) , the reported issue could not be duplicated, they would completed the rest of the functional check heat/cool and return it to the floor.